Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were unable to be confirmed through review of the submitted log files. A specific cause for the low flow alarms could not be conclusively determined; however, it was reported that the alarms resolved with medication changes. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. Review of the available log file data was unable to confirm the report of low flow alarms. The system appeared to be operating as intended at the set speed, and there were no notable alarms captured in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 6 also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 of the IFU also provides an explanation of all pump parameters, including power and flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's right ventricle appeared mildly dilated with moderate to severe hypokinesis on echocardiogram on (B)(6) 2025. The patient had low flow alarms around 5 am on (B)(6) 2025 that persisted until around 8:30 am. There were around 10 to 12 low flow alarms. The alarms occurred while the patient was sleeping in an elevated position. It was noted that the patient drank enough water and took their medications throughout the day. A doppler would be provided for the patient. Interrogation only showed continuous pulsatility index (pi) events. An echocardiogram performed at bedside revealed that the aortic valve opened intermittently at 5000 revolutions per minute (rpm) (increased from 4900 on (B)(6) 2025).; the cause of this was not identified. The patient continued to have persistent low flow alarms when at home. A low flow system controller was considered. Log files were sent for review. The event log file did not capture any low flow events due to the amount of pi events. However, the log file did capture on (B)(6) 2025 at 11:10:37 to 11:52:45, multiple pi events. The low flows had been resolved with medication adjustment. The patient had low blood pressure. The patient had experienced dizziness related to low flow alarms. There was some measure of right ventricular (rv) dysfunction prior to left ventricular assist device (lvad). The patient had developed rv dysfunction postoperatively and had prolonged inotrope use. The patient's fluids were liberalized, and they stopped sacubitril/valsartan (entresto) and spironolactone. Valsartan was added to their treatment.